Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to an arrhythmia. Loss of pacing was observed on the device. Diagnostic imaging was performed and subclavian crush was observed on the right ventricular (rv) lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-25838.